Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary/subclavian artery in a 28-year-old male patient for heart transplant rejection, presenting in society for cardiovascular angiography and interventions (scai) stage d shock. During support, a hematoma was reported at the access site. The patient reported slight pain associated with the hematoma, which was relieved with medication. The patient remained on impella 5.5 support despite the event. Ten days later, the impella 5.5 was successfully explanted.